Manufacturer narrative:
Date of event: unknown. Investigation: lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). This investigation is classified as MDR. Findings: the lot number was built on (B)(4), from may 4, 2017 thru may 8, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications, in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non foreign material, loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: no. Reason: a review of the database is not required for level a investigations per CPR ¿ 071. The peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 11 version I was analyzed to determine the risk to customer. Visual analysis observations and testing: received one unused iag 22ga winged unit and open package from lot 7121750, all the components were present (see photo (B)(4)). Visual/microscopic examination: observed there was traces of a milky yellowish liquid material on the winged adapter (wing, nose) and on the catheter tubing. Test description: visual/microscopic , method no: n/a , results: see observations and testing. Investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation displayed traces of a milky yellowish liquid material on the winged adapter (wing, nose) and on the catheter tubing. Root cause: relationship of device to the reported incident: indeterminate. Comment: although the defect of foreign matter reported in this incident was confirmed, the source of the foreign is unknown. Since the unit was received out of its original package it is unknown where/how it was introduced (manufacturing/field). (B)(4).

Event description:
It was reported that foreign matter was found on the 22 g x 1.00 in. (0.9 mm x 25 mm) bd insyte¿ autoguard¿ shielded IV catheter, before use. No report of medical intervention or injury.